Manufacturer narrative:
Initial reporter phone no.(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis therapy. The patient was connected during the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis therapy. The patient was connected during the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.